Manufacturer narrative:
Other applicable components are: product ID: 377860, lot# v008569, implanted: (B)(6) 2006, product type: lead. Product ID: 377860, lot# v013243, implanted: (B)(6) 2006, product type: lead.

Event description:
The patient reported that she keeps the stimulation low because the leads go to vaginal area. If the patient turns it up it tightens up her legs, this occurred on (B)(6) 2006. If the patient sits a long time she has to increase it. It was noted the patient saw her health care provider (hcp). The indication for use included other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 377860, lot# v008569, implanted: (B)(6) 2006, product type: lead. Product ID: 377860, lot# v013243, implanted: (B)(6) 2006, product type: lead.

Event description:
Additional information received from the patient on (B)(6) 2016 reported that she could not explain what circumstances led to the leads going to the vaginal area and increasing the stimulation tightening up the patient's legs. The patient noted that it had been that way for a couple months, but now the battery was getting low. Steps taken to resolve the issues included surgery to change to new leads on (B)(6) 2016. It was noted that the issues resolved on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.